Event description:
Information received by medtronic indicated that insulin pump battery last less than expected. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged high bgs and device deficiency on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and displacement accuracy test. A water filled reservoir was used during testing. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. The pump was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus software. Pump error 63 alarmed during self test due to broken traces at u1 keypad assembly. The pump uploaded to carelink pro without any errors. Pump was cut open to perform visual inspection and found evidence of moisture damage on the battery tube assembly noted. In summary, customer alleged device deficiency not confirmed. Exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.